Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. One day prior to the peritonitis diagnosis, the event was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported). At the time of this report, the patient was recovered from the event (reported as four days after event onset). Action taken with pd therapy was not reported. No additional information was available at the time of this report.